Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead's distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage tensile forces during the surgery should be taken into consideration. Further inspection showed cuttings of the insulation. Blood penetrated the lead in these areas. Deformations of the conductor coil were observed which occurred most likely during the explantation procedure. In addition, signs of abrasion were detected along the lead body which most likely resulted from an interaction with a partner lead. The insulation was found intact at these sections. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this lead was dislodged. The physician opted to remove the lead and preferred to implant a new lead. The new lead was implanted on the right ventricular lateral wall. No adverse patient effects were reported.